Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 164 mg/dl. Customer has treated with manual injection. The blood glucose reading at the time of the event was 928 mg/dl. Diagnosed diabetic ketoacidosis. Customer was treated with manual injections. Customer stated that the insulin was not exiting the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked battery tube threads and scratched display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.